Manufacturer narrative:
H.6 bd has not been provided with photos or samples for catalog: 301948, lot: 1903191 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discard it syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe plunger could bent because of the strong conditions during transport or use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. The material used to manufacture discard it syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe plunger could bent because of the strong conditions during transport or use of the product. Not able to confirm the reported issue. Possible damage due to strong conditions during transport or use of the product. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. H3 other text.

Event description:
It was reported that an unspecified number of syringe s2 20ml 18ga 1-1/2in bd china experienced a plunger rod that bent easily. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse in the hospital emergency infusion room opened a 20ml syringe and found that the plunger rod bends and could not be used normally.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 20ml 18ga 1-1/2in bd (B)(4) experienced a plunger rod that bent easily. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse in the hospital emergency infusion room opened a 20ml syringe and found that the plunger rod bends and could not be used normally.